Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible calcium gen.2 assay results for three patient samples tested on a cobas c 503 analytical unit. The first sample initially resulted in a calcium value of 7.03 mg/dl with a data flag and it repeated on a second analyzer as 9.77 mg/dl with a data flag. The second sample initially resulted in a calcium value of 7.19 mg/dl with a data flag and it repeated on a second analyzer as 9.75 mg/dl with a data flag. The third sample initially resulted in a calcium value of 5.33 mg/dl with a data flag and it repeated on a second analyzer as 9.32 mg/dl with a data flag.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(4). A calibration was performed after the event and it failed. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found a blocked aspiration needle and a dirty sample needle tip. The cuvette washing station aspiration needles were cleaned. The sample needle was replaced. The wash station for the sample needle was cleaned. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.